Event description:
An (B) (6) male, (B) (6) resident, admitted on (B) (6) 2010, via the ER with painless hematuria. Medical history of hypothyroidism, copd, gerd and depression. Upon presentation radiology studies revealed a bladder mass, suspicious for a neoplastic process. On (B) (6) 2010, turbt and cystoscopy was attempted. During the procedure, the fms endo urology pump being utilized malfunctioned, causing a bladder perforation. The pt immediately became hypotensive. The procedure was aborted, the abdomen was opened and penrose drains were inserted. The pt remained critical and was transferred to the sicu, but despite all aggressive resuscitative measures the patient expired at 14:30. (B) (6) was not contacted.

Event description:
Addendum to report (B) (4): the involved fms urology pump was evaluated thoroughly by both out internal biomedical engineering department and a third party investigator, and no defects or malfunctions could be identified. It was concluded that the pump functions well within its capabilities, and functioned appropriately during the operative procedure. A number of simulations were recreated and the conclusion remains unchanged.